Manufacturer narrative:
(B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 6th june, 2024 getinge became aware of an issue with one of surgical equipment - xs single flat screen holder. It was stated the condensation water from air conditioner was found on the arm. We decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. On 6th june, 2024 getinge became aware of an issue with one of surgical equipment - xs single flat screen holder. It was stated the condensation water from air conditioner was found on the arm. We decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was being used for patient treatment or diagnosis when the event took place. According to the information provided the presence of condensation on the device is the result of a phenomenon external to the device. Source of water = facility air conditioner system. This problem is not related to the device, the or surgical light is not supplied with water and is not a source of any leak. For safety reasons a functional check of the device should be performed in order to verify the absence of damage getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).